Manufacturer narrative:
(B)(4).

Event description:
The complaint device was returned for evaluation. The device was visually inspected and no defect was found. The receiver charged and will boot. The receiver down log retrieved. Finding related to complaint in receiver download: "reboot receiver/error recovery" without "user" shutdown followed by "screen recoverable error alarm" was observed in log on incident date (B)(6) 2017. The reported event of initializing screen without manual restart was confirmed. A root cause could not be determined.

Manufacturer narrative:
(B)(4).

Event description:
Dexcom was made aware on (B)(4) 2017 that on (B)(6) 2017 the receiver initialized without a manual restart. No additional event or patient information is available. No data was provided for evaluation. The report of the receiver initializing without manual restart could not be confirmed. A root cause could not be determined. The receiver has been received for evaluation. A follow-up report will be submitted once the evaluation is complete.